Event description:
It was reported that the patient's system was explanted because it "quit working". The patient experienced a loss of therapeutic effect. The patient recovered without sequela.

Manufacturer narrative:
Results - refers to the anchor/t-lock. Final device analysis of the lead revealed that all four conductors were broken 8.6 cm from the distal end of the lead, on the distal edge of the twist lock anchor. It was also noted that the #0 conductor was broken at the #0 connector weld site. Final device analysis of the neurostimulator, extension, and anchor revealed no anomaly found. Programmer model 7434a lot# ngl004234p. Stim accessory model unknown lot # unknown implanted: unk explanted: unk.